Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had their implantable cardiac monitor explanted. Physician reported that the original implant incision was open. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.